Event description:
The micro reciprocating saw was sent in for eval because it was running on its own during the procedure. A readily available alternate device was used to complete the procedure; no adverse event was associated with the device.

Manufacturer narrative:
Wide spread corrosion of the internal components was identified as the probable cause of the device running on its own without activation.